Event description:
The customer reported that the system displayed a dap error. The field engineer noted that the error prevented the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated and the dap was calibrated during the service call. The system was tested and found to be working as intended and returned to service.